Event description:
It was reported that the implant extruded. There was no injury to the patient.

Manufacturer narrative:
This device is used for therapeutic purposes. The product analysis will not be performed as the device was discarded by the customer. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.